Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04363, 0001825034 - 2017 - 04364, 0001825034 - 2017 - 04369.

Event description:
It was reported that during surgery, the trial head could not be fixed on the conus of the original taper conus shaft. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a (B)(4) MFR number.